Event description:
It was reported that stent damage occurred. A 4.50mm x 16mm veriflex stent was selected. Upon unpacking, it was noted that the device was damaged. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned device revealed the product mandrel in the guidewire lumen through the tip and the protective tubing was positioned on the stent up to the damage; as received. There was contrast in the inflation lumen and between the balloon folds. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The center of the stent was bunched up with bent, flared and overlapping struts. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the balloon protector was measured at the distal and proximal ends and were found in specifications the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.50mm x 16mm veriflex stent was selected. Upon unpacking, it was noted that the device was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).